Manufacturer narrative:
The manufacturer received information alleging a ventilator's screen turned dark and intermittently displayed. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the malfunction as unable to be confirmed. The screen display was able to be viewed. It was determined that the issue was caused by a lcd failure. The devices lcd was replaced to resolve the issue. Additionally, a life related smell was confirmed and the blower assembly was replaced. The motor blower assembly, stirring fan foam, pollen filter, exhaust fan assembly, and 43 micron filter were also replaced. Final repair test and cleaning were performed and the unit operated properly.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's screen turned dark and intermittently displayed. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.